Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who was receiving morphine at an unknown concentration and dose via an implantable pump for spinal pain. It was reported on 2017-aug-11 that ¿shortly after implant, couple 3 months¿ the pump ¿infected [the patient¿s] stomach.¿ it was stated that the patient had seen three different doctors. It was noted that it made a big mark, protruded out, and stuck out pretty bad. It was also noted that the patient wore suspenders that bothered it and caused problems. No further complications were reported.